Event description:
Pt underwent ablation procedure which later resulted in superficial dry cough and reduction of the right superior pulmonary vein. It was reported that this event was procedure and product related.

Manufacturer narrative:
This complaint was part of a study which initially was thought of as an clinical trial. The event occurred in 2005 and was not entered into the foreign database as a complaint. The complaint was determined to be an MDR reportable complaint after it was recorded as a complaint in 2006.